Event description:
The customer reported approximately 100 mls of clenz leaked from the diluter module in the coulter hmx hematology analyzer w/ autoloader. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Failure mode of the leak is related to disconnected tubing through pv49. The fse confirmed the leak from I beam tubing through pv 49 that popped off. The fse re-attached the tubing resolving the leak. (B)(4).